Event description:
Event description guidant received information that the patient with this pacemaker had a rate of 120ppm, the max tracking rate, following cataract surgery. The max sensor rate was programmed to 130ppm and minute ventilation was programmed off. With a 12-lead ECG, atrial pacing artifact was noted. During this, the patient was symptomatic. It was also reported that there were some stored egm's with farfield oversensing noted on the atrial channel. When the physician pressed the programming key on the programmer, the high rate pacing ceased. At a later date the device was explanted and replaced as it was on the hermetic sealing component advisory list.